Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. The patient had blood clots in their calf. For treatment, the patient was given insulin and metformin. The patient was still admitted at time of call. The controller would not power on and was not showing a charging symbol.